Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient will be considered for a total femoral replacement revision procedure due to aseptic loosening and possibly pain from arthritis of the joint. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Per the x-ray review: "radiolucency at the proximal stem metal bone interface suggests loosening of the femoral stem and there appears to be a small bone fragment at the medial distal diaphyseal lateral segment interface suspicious for fracture. Oblique orientation of distal interlocking screws also suggest the possibility of migration of the femoral stem component. Assessment of bone quality is limited due to poor quality images. Visualized implants exhibit standard fit, size and alignment." DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: s clamp w/2 female oss tapers catalog # cp112795 lot # 492450. 13x133 oss cem stem w/drill gd catalog # cp112794 lot # 486950. Oss 4cm diaphyseal segment catalog # 150482 lot # 774060. Oss segmental stacking adapter catalog # 150483 lot # 247460. Oss 10cm total fem diaph cplr catalog # 150462 lot # 434470. Oss 3cm diaphysel segment catalog # 150464 lot # 436870. Ringloc bi-polar 28x46mm catalog # 11-165216 lot # 597010. 28mm mod hd std neck tp1 taper catalog # 163662 lot # 645200. Oss finn mod prox fmrl rt 7cm catalog # 150457 lot # 046690. Oss 1 cm diaph stem adapter catalog # 150494 lot # 268650.